Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements of 126 ohms. The lead has been implanted and in service for approximately 26 years. (B)(6) technical services (ts) discussed troubleshooting options; however, they referred the health care professional (hcp) to the lead manufacturer's instructions for use for specific steps. The lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).